Manufacturer narrative:
(B) (4).

Event description:
Procedure: gastric bypass. According to the reporter: the stapler misfired with "v" staples. The staple line was oversewn. The surgery was extended by 1 1/2 hour. Blood loss was reported as less than 200 cc. The patient is reported to be fine.